Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo service tech at the customer's location. The tech found a burnt component on the graphical user interface (gui) board inside the monitor assembly. The tech installed another monitor to resolve the issue. In addition, the gui board was returned to the MFR engineer for further evals. Amo MFR found the component had shorted which led to excessive current path grounding consequently burning the components. No adverse trends for this were found. The operator's manual contains info noting amo equipment and accessories are certified to the appropriate safety standards, and provides adequate instructions for the operator regarding power failure during surgery. No related issues have been documented for gui board since the field service tech replaced the monitor. The machine continues to operate to amo specifications.

Event description:
During a cataract extraction procedure the clinic reported a blank screen appeared and system shut down emitting a small amount of smoke coming from the phacoemulsification machine. The patient experienced a slight chamber collapse. The clinic immediately turned off the main power and another phacoemulsification system was used to complete the procedure. The clinic indicated there was a four to five minutes delay time. There was no damage to the surrounding environment furthermore, the post op revealed there was no impact to patient.